Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 8.2-9.0cm and 8.3-9.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 9.1-10.1cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 10.7-11.6cm and 14.3-14.5cm from the distal tip. The etfe coating was abraded at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. During device replacement for normal eri, the lead was explanted and replaced. The patient tolerated the procedure well.